Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the surgeon used the device to cut right kidney vessels, every time surgeon fires the device, half of the staple line was bleeding. Surgeon needed to augment the staple line with the use of hemo clips to stop the bleeding.